Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead required external defibrillation for ventricular tachycardia (vt)/ventricular fibrillation (vf). Upon interrogation of the ICD there were warning messages regarding shorted shock delivery and charge times greater than 45 seconds. Surgical intervention is planned but not yet scheduled. The patient is currently comatosed. Attempts to obtain additional information were unsuccessful.

Event description:
New information received indicate that surgical intervention was performed and the device was explanted while the lead remains in service. The patient has since fully recovered.